Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unclear whether the reprocessing was carried out according to the instructions for use (IFU), so the cause of the residual foreign material could not be identified. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual "chapter 3 preparation and inspection ¿3.2 inspection of the endoscope¿ and ¿3.6 inspection of the endoscopic system". [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that dto damage on up/down knob, water tightness is lost. Due to a pinhole on universal cord, water tightness is lost. Nozzle has foreign objects. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Plastic distal end cover ha a burn. Adhesive around light guide lens is peeled. Adhesive around objective lens is peeled. Objective lens has a scratch. Objective lens has a crack. Mouthpiece is loose. Protector of universal cord on control section side has a scratch. Universal cord has a scratch. Universal cord has a wrinkle. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive on bending section rubber has white-clouded area, crack and chip. Due to wear of angle wire, the play of up/down knob is out of the standard value. Plastic distal end-cover has a dent. Due to a scratch on objective lens, the image has dark area partially. The foreign material questionnaire stated the following: the device was cleaned, disinfected, and sterilized before it was sent to olympus. It is unknown about the delay in start of precleaning process. The air/water nozzle was flushed with air and water. Unknown about any abnormalities in the accessories used for reprocessing. Its is unknown if the endoscope was immersed in the detergent solution. It is unknown if endoscope was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. Air/water nozzle was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water leakages. Inspection and testing of the returned device found nozzle clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.